Event description:
Pt had a shunt inserted for pseudotumor cerebi. Did well but began having a recurrence of headaches. In 2002 the pt had a revision of the shunt system. Diagnosis-ventricular peritoneal shunt malfunction.